Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the long term threshold trend on the patients device was blank. Autocapture had been turned on the whole time. Tse confirmed the data was missing via review of session records. The records have been forwarded to engineering for investigation.